Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer delivered multiple boluses in response to the occlusion alarms which resulted in customer's blood glucose (bg) lowering to 32mg/dl. The customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with health care provider regarding diabetes management.